Event description:
It was reported during a follow up fluoroscopic examination, it was noticed that this drainage catheter had broken and detached in the patient. Uneventful retrieval followed. Another unit was successfully placed without patient complications. The proximal portion of the catheter was received, evaluated and retained by this MFR. The distal segment was not returned. The point of breakage was approximately six centimeters distal to the heat shrink. Microscopic examination of the extrusion revealed the point of break was very clean. No indication of material degradation was detected. Follow up indicated that resistance was encountered during initial placement of this catheter. This device displayed clean edges at the break site which is indicative of being cut. Co believes user technique and/or patient anatomy may have contributed to this event, however, without a thorough evaluation of the entire device co cannot determine the exact cause for this event. Co's directions for use state: "to unlock the pigtail in its position, gently pull the suture until resistance is felt. Hold in the suture, rotate the stopcock clockwise exactly 180 degrees with the "key." This will lock the pigtail in its position and still leave the stopcock open for flushing..to remove catheter, disconnect drainage tube from stopcock, grasp the 10cm of exposed suture. Rotate the stopcock counterclock exactly 180 degrees to the "open" position. Gently withdraw catheter."